Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gm, ongoing), ceftazidime injection (1gm, ongoing) and tobramycin injection (40mg, ongoing) for this event. At the time of this report, the patient was recovering from this event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized for the event. Antibiotic treatment was discontinued. The patient was discharged from the hospital and was recovered from the event. Pd therapy was stopped, the pd catheter was removed and the patient was shifted to hd therapy. Should additional relevant information become available, a supplemental report will be submitted.